Manufacturer narrative:
This report is for an unknown plate investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the guiding block connecting screw jutted out into lower side of a plate. The surgeon tried mounting the guiding block the plate with a driver. However, the connecting screw jutted out into lower side of the plate and could not fix the guiding block with the plate. The connecting screw was broken at the screw head. The operation was completed with a usage of another guiding block and another size plate. There was a report of a thirty minute surgical delay. This report is for an unknown plate. This report is 3 of 3 for complaint (B)(4).